Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissor blade broke inside the patient's leg. The blade was retrieved by making a small incision. No additional patient complications were reported.